Event description:
A report was received from the field indicating the sterrad unit was emitting oil mist/haze. There were no human reactions involved. The customer was advised to discontinue use of the sterrad unit. An asp field service engineer was sent to the account to evaluate the unit.

Manufacturer narrative:
This is capital equipment and was evaluated at the customer's site: per the asp field service engineer: performed preventive maintenance (pm1). Replaced the vacuum pump oil and filters. Cleaned the chamber. Verified system meets manufacturer's specifications. Ran an empty chamber test; completed successfully. Cause code provided: preventive maintenance was due for this unit. Replacement of vacuum pump oil.